Manufacturer narrative:
(B)(4). "It was reported that [detached/missing] sensor wire occurred. The sensor was inserted into the thigh on (B)(6)2021."

Event description:
It was reported that a detached sensor wire occurred. The sensor was inserted into the thigh, which is off label usage of the device on (B)(6)2021.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that [detached/missing] sensor wire occurred. The sensor was inserted into the thigh on (B)(6) 2021. On (B)(6) 2021, the patient had experienced pain with edema since the sensor insertion. He removed the sensor patch due to a sensor error and could see that the sensor wire was missing. He went to the hospital's emergency service that day for the pain, but he left the emergency room without seeing a doctor. The patient called his nurse to explain the situation and the nurse called the hospital to schedule an intervention on (B)(6) 2021. There was no imaging taken. The patient showed the surgeon the wire of an old sensor, presumably for comparison of what to look for with the retained wire. The patient was hospitalized on (B)(6) 2021 for removal of the wire under local anesthesia. He had sutures which were removed ten days later. At the time of the report the patient was doing well, and stated a scar was present. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.